Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A photograph of the sample was provided for evaluation. Visual inspection of the photo showed a leak from the set access pre-pump pod. The reported condition was verified. The cause of the leak could not be determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pressure sensor of an unspecified type of prismaflex set was observed to be broken and leaked blood during continuous renal replacement therapy with a prismaflex machine. The extracorporeal blood was returned to the patient. There was no report of medical intervention associated with this event . No additional information is available.